Event description:
There was an allegation of questionable ise indirect gen.2 result from the cobas 6000 c501 module. Patient 1 original sodium result was 157 mmol/l and the repeat result was 147 mmol/l. Patient 2 original sodium result was 154 mmol/l and the repeat result was 143 mmol/l. The questionable results were reported outside of the laboratory and were corrected. The electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The field service engineer could not find a cause. He performed mechanical and operational checks and precision testing that all passed. A specific cause of the event could not be determined. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation determined the event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.